Event description:
I got the device essure implanted and couple of months later I started having hip and lower back pain. Not only that I have had hemorrhoids since I got the device. It hurts constantly and when my time of the month comes around I cannot walk. It feels like the device is trying to stick out of my abdomen. I never had problems with any pain before this implant. Now I am with a pain management doctor.